Manufacturer narrative:
H2: correction. H6: medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On 06/24/2025, it was reported that the patient was at a scheduled appointment with their doctor at a clinic. During this time the patient experienced a seizure of 3 minutes and was unresponsive during this time. The cgm reading was 59 mg/dl at that time but when a fingerstick was taken the blood glucose reading was 19 mg/dl. The patient was treated with an ¿intravenous shot of glucose¿, was given 2 apple juices, and an ambulance was called. The patient was given oxygen by the paramedics and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 73 mg/dl. The doctor and the paramedics agreed that the patient had stabilized and even though fluid treatment was continued, no further treatment was reported. No further treatment was reported to be needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.